Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to perform troubleshooting steps but declined to continue. Supplies were changed as necessary, and insulin therapy was resumed.